Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not known, and was unconscious. Reportedly, the customer was using admelog within their pump supplies. Customer was taken to the emergency room via ambulance and treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer regarding off-label insulin.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.